Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) to the patient. There were concerns there were sensing issues. X-ray imaging was performed. Technical services (ts) is to review the reports. The device remains in use. No adverse patient effects were reported. Additional information received indicates the sensing issues were oversensing of atrial signals on the ventricular channel. Additionally, the health care professional (hcp) is planning on reprogramming the device and providing the patient with medication to slow down their intrinsic atrial rhythm. Ts reviewed the reports and provided troubleshooting actions. The device remains in use. No adverse patient effects were reported.